Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer ref: 3005334138-2021-00015. During the procedure, when drawing back the syringe, air was aspirated. The side port was confirmed to be closed. The device was replaced, but the same issue occurred. A third device was used and the issue was resolved. There were no adverse consequences to the patient.